Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. UDI #: no UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with recurrent corneal erosion of the left eye that is resolving one month following photorefractive keratectomy. The patient reported waking up with pain, watering of the eye and blurry/decreased vision of the left eye. Additional information received; two days following onset there was no epithelial defect. The patient reported good vision previously and the vision is expected to improve over the next several weeks and patient understands.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).